Event description:
On (B)(6) 2023, with the assistance of two cnas, the resident was being transferred with the hoyer lift (jourens) using a hoyer sling (jourens) from her bed to her wheelchair. Once she was in the sling, and hoisted above the bed, the hoyer lift was moved away from the bed, and then, the hoyer began to lower the resident to the floor with a "loud popping sound/noise". Resident came out of the sling (loop no longer hooked in) and resident slid out onto floor. Resident assessed by practitioner and transferred to hospital. Dcf caseworker completed onsite visit on (B)(6) 2023 an verbally notified administrator that resident had "fractures" as a result of incident as described above. Resident has since not re-admitted to the facility. Refer to add'l documents in i2k.